Event description:
A 3.5 mm diameter x 12 mm length driver mx2 coronary stent delivery system was inserted into a pt for the treatment of a mid circumflex lesion. Lesion morphology was reported to be severely calcified and very badly diseased. The physician first attempted to direct stent without success then the lesion was pre-dilated. It was reported that an endeavor drug-eluting stent was inserted; however, was unable to cross the lesion. The delivery system was removed and upon removal, the stent dislodged. It was reported that the physician snared the un-deployed stent successfully. Another MFR's stent was inserted and it also dislodged. The second stent was unable to be retrieved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Other, secondary intervention).